Manufacturer narrative:
This report is submitted on april 04, 2019, by cochlear limited on behalf of(B)(4). Exemption number e2016011. - attachment: [139382-device analysis report.pdf]

Event description:
Per the patient's surgeon, the patient experienced infection at implant site resulting in explant of the device on (B)(6) 2019.